Event description:
It was reported that six weeks post implant procedure the patient developed an infection of his inflatable penile prosthesis (ipp) at the scrotum, the pump pertruded out. Antibiotics did not resolve the issue; therefore, the ipp was removed and replaced with a malleable prosthesis. The patient is expected to fully recover.